Manufacturer narrative:
(B)(4)

Event description:
It was reported that the tip of the drill bit broke off in the patient.

Manufacturer narrative:
One 9mm endoscopic cannulated flexible drill was returned for evaluation. The device is over three years old. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting surfaces are dull and damaged. Material condition was inspected and confirmed to meet print specification. Additional information.